Event description:
It was reported that the device reading was too high but passed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Annex f : f26, annex b : b21, annex c : c21, annex d : d16. Annex f : f27, annex a : a13, a0721, annex g : g02013, g02005, annex b : b01, annex c : c02, annex d : d02 . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device reading was too high but passed preventive maintenance. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device reading was too high but passed preventive maintenance. There was no patient involvement.